Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were having issues with the jaws of vasoview hemopro delivering energy, cutting / cauterizing branches. Harvester confident was not time-out feature of hp2, would cut fascia and would work normally, go to branch, and would not cut. Would return to fascia, work normally, back to branches and not cut. They changed our extension cords and power supply, and same issues continued. Case was completed with an open harvest. Outcome is positive, no wound complications currently. No intervention or blood transfusion was needed. Also, the end-user mentioned that when hp2 was outside of the body, he'd manually close the jaws and they did not close symmetrically on each other. Instead, they overlapped like scissors. Strange, he admits, didn't notice that during the procedure in pt's arm, but noticed it outside the body. Another kit wasn't opened as they had already changed out extension cord(s) and power supply. There was a sense of urgency from the surgeon to ¿just get the conduit¿ so pa-c switched to open to get it out quickly. It is unknown whether the adaptor was changed. It is unknown whether a pre-test was done. There were no postoperative complications/wound healing issues. There was a delay due to troubleshooting with other cord + power supply.

Manufacturer narrative:
(B)(4). Updated sections: b4, d4-UDI#, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/02/2026. An investigation was conducted on 03/03/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. There was no visual defects observed on the intact heater wire. The jaws of the harvesting device were intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to cut" and "material twisted/ bent jaws" were not confirmed. The lot # 3000525998 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.